Event description:
This customer reported a brief delay during the charging of the device. The device recovered and delivered energy. There was no impact to the involved pt.

Manufacturer narrative:
(B)(4). This customer reported a brief delay during the charging of the device. The device recovered and delivered energy. There was no impact to the involved pt. The device was evaluated at philips and the reported symptom was confirmed. An intermittent connection between the therapy port and pads cable was identified. Replacement of the therapy cable and port were replaced to resolve the issue.